Event description:
A malfunction was reported on the pump with a code of malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was informed to continue using the pump and to contact technical support again if any malfunction code appears.